Manufacturer narrative:
Visual analysis of the returned device identified: deformation, white particles and creases. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the reported by the physician.

Event description:
Healthcare professional reported that upon removing implant from box, "noticed a residue or smudge on implant." Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "residue or smudge on implant."

Event description:
Healthcare professional reported that upon removing implant from box, "noticed a residue or smudge on implant." Device was not implanted.